Manufacturer narrative:
Correction to follow up 1, section e.3.

Event description:
It was reported that a primary infusion of bumetanide 10mg/40ml was programmed to infuse at a rate of 2ml/hour for a duration of 20 hours, however, the infusion completed in less than 8 hours. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Event description:
It was reported that a primary infusion of bumetanide 10mg/40ml was programmed to infuse at a rate of 2ml/hour for a duration of 20 hours, however, the infusion completed in less than 8 hours. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Patient was an adult. Section a (a.1-a.4) information requested, however not provided. The customer¿s experience of an overinfusion of bumetanide was neither confirmed nor replicated. ¿ the pcu event log contained no obvious programming errors that would result in the reported event. ¿ functional testing performed found the pump module to be delivering fluid within specification. ¿ there were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. ¿ the source disposable set (model 2426-0007) was evaluated for concentricity and was found to be within specification. ¿ the starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s experience of an overinfusion of bumetanide was not identified.

Manufacturer narrative:
Concomitant medical products: 50 ml baxter intravia container, lot: dr19e09033, exp: 9/12; blue cap. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that a primary infusion of bumetanide 10mg/40ml was programmed to infuse at a rate of 2ml/hour for a duration of 20 hours, however, the infusion completed in less than 8 hours. The customer later stated that there were no adverse effects caused to the adult patient from the event.